Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap was loose and sticking out on one end of the insulin pump. Customer's blood glucose was 190 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no cracked battery tube threads noted. The insulin pump had minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted. No cracked/detached end cap or loose/sticking out of the insulin pump noted.